Event description:
Customer called stating, that she went to the hospital for dka. She said, her bg was 500+ and spent a few days in the hosp. The device is being returned to the MFR for eval.

Manufacturer narrative:
The device involved in the reported incident has not been returned by the user for evaluation. A follow-up report will be submitted if the product is received subsequent to this report. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.